Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: procedure name and date?: all answers above are unobtainable. Once there is any update, we will update the information. What tissue was being approximated or sutured when it broke? A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Procedure name and date? What tissue was being approximated or sutured when it broke?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke and split while sewing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.